Event description:
It was reported that an altitude alarm occurred. . Reportedly a new cartridge was loaded to reoslve the issue. Additionally, it was reported that an occlusion alarm occurred. Customer changed supplies to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.